Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26416. It was reported the patient was experiencing ineffective stimulation and underwent a surgical procedure where a new lead was implanted. The patient now has 3 leads though only two are connected to the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.